Event description:
Plaintiff, alleges physiccal injuries, including but not limited to hand sores, hives, wheezing, hand dermatitis, runny nose, occupations asthma, unexplained rashes on her body, rapid heartbeat, and other physical injuries due to exposure and use of latex gloves. Plaintiff's husband alleges being deprived of the love, services, advice, companionship and consortium of his wife.